Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an ovation prime main body and two (2) iliac limbs, and one (1) ovation ix iliac limb. Approximately four (4) years post initial procedure, the patient presented with a migrated limb (by 28mm) in the right iliac and aneurysm sac growth (unknown diameter) . The physician elected to coil the patient's right side on an unknown date, but the migration was still present. The patient was reportedly in stable condition. The physician then elected to treat the patient by implanting two (2) additional ovation ix iliac limbs on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of right limb cephalic migration and secondary endovascular procedure. There was unsubstantial evidence to support the reported event of aneurysm sac growth due to a lack of comparative medical images. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. H6 result code ¿ remove 3233. H6 conclusion code ¿ remove 11.